Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the quick coupling did not operate smoothly and got hot during use. It was further determined that the internal components were corroded and bearings were damaged. The assignable root cause was determined to be most likely due to wear on the components from inadequate cleaning/care and possible immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified ankle surgical procedure, it was discovered that the sagittal saw attachment device did not turn over. According to the reporter, when the attachment device was hooked up to the handpiece device and the trigger was pushed, nothing happened. The reporter stated that two different sagittal saw attachment devices were tried with the handpiece devices and they worked as expected. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.